Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days.

Event description:
The procedure was coil embolization for internal carotid-posterior communicating artery aneurysm that was mildly tortuous and not calcified. Access site was unknown. The event happened during coil introduction. It was noted that while inserting a presidio (pc4100829-30/f49960, complaint product) in a microcatheter 606-151mx (lot# unknown), the physician experienced severe resistance around proximal section of the microcatheter. Therefore, the physician tried to remove the presidio from the patient, but the presidio was prematurely detached in the microcatheter. Then, both the presidio and microcatheter were safely withdrawn as a unit. Afterwards, the procedure was successfully completed and there was no patient injury/complications reported. Prior to the complaint product, two presidio (pc418124030, pc418103430, lot # unknown) were placed in the aneurysm using the same microcatheter without any difficulties. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. Both the complaint product and the microcatheter are going to be returned for evaluation. No additional information is available.